Event description:
Complainant alleged that the medics were responding to a call for male pt (age unk). The pt was found by the medics sitting in the bathroom in a pulseless, not breathing and unresponsive condition. The pt had a previous cardiac history. The pt was down for approx 15 minutes before CPR was initiated by the medics. The medics analyzed the heart rhythm of the pt with the device in semi-automatic mode. The device advised shock and the pt was administered one shock at 200 joules. The device again analyzed the pt's heart rate and the pt was administered a second shock at 300 joules. Upon subsequent review of the ECG report, the complainant indicated that the device inappropriately advised shock to a pt presenting a pulseless electrical activity, a non-shockable pt heart rhythm. The pt's pulse was never regained in the field, and he was subsequently pronounced "doa" upon entry into the hospital. The complainant indicated that the pt outcome was not as a result of the reported malfunction.